Event description:
It was reported to boston scientific corporation that an obtryx halo transobturator midureteral sling system was used during a procedure on (B)(6) 2010. The patient reported that post procedure, she experienced damage to the pelvis, vaginal area and thighs, had nerve injury and muscle damage in the obturator, pudendal and femoral areas and experienced bladder spasms and leakage. The muscle and nerve pain caused the patient to start losing the ability to walk. The exact date of onset for each is unknown. The patient also reported that the implant felt like sandpaper and that it had gone through her muscles and attached to the bone on both sides. The sling was completely removed on (B)(6) 2011. The patient's current condition is unknown.